Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: mechanical stress and internal abrasion caused by the use of a foreign object (needle) within the instrument channel. The most probable cause of this complaint is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that a needle was stuck inside of a videoscope during an unspecified event. There were no reports of patient harm.